Manufacturer narrative:
The adverse events of infection and tumour necrosis (verbatim: infection from tumoral necrosis) were classified as serious since they required hospitalization of a (B)(6) male patient four days after sir-spheres microspheres had been administered. The patient had not received nivolumab. Infection is expected for mapping and implant procedures and unexpected for sir-spheres microspheres, while tumour necrosis is unexpected for sir-spheres microspheres as well as related procedures. The temporal relationship is plausible for sir-spheres microspheres and related procedures. Sir-spheres microspheres induce cell damage via emitting beta radiation and spare the healthy liver parenchyma due to the minimal penetration depth of the beta radiation and targeted delivery of the sir-spheres microspheres into the tumour tissue. Besides by this radiation, tumour necrosis can also be promoted by ischemia following lodgement of the sir-spheres microspheres in the microvasculature. Thus, tumour necrosis can be attributed to the mode of action of sir-spheres microspheres. However, necrosis of distinct areas in untreated large tumours is also a well-known phenomenon due to imbalance of growth of tumour tissue and blood vessels, leading to insufficient blood supply resulting in cell death. Independently from aetiology, necrosis is associated with inflammation and necrotic tissue provides an excellent breeding ground for infections, thus sir-spheres microspheres might have also contributed to development of infection following tumour necrosis. Furthermore, infection can occur in context of the mapping and implant procedures during which a catheter is introduced, although this complication is considered very rare. The investigator assessed the events as unlikely related to sir-spheres microspheres and related procedures. Considering the mode of action of sir-spheres microspheres, the sponsor assesses both infection and tumour necrosis as possibly related to sir-spheres microspheres. Infection is also assessed as possibly related to the procedures, whereas the causality of tumour necrosis is assessed as unlikely for both mapping and implant procedure.

Event description:
A serious adverse event report, (case (B)(4)) was received from an investigator in (B)(6) regarding a male patient ((B)(6)) enrolled in "a multicenter, open-label, single-arm study of the safety and antitumoral efficacy of nivolumab after selective internal radiation therapy (sirt) using sir-spheres for the treatment of patients with hepatocellular carcinoma that are candidates for locoregional therapies (nasir-hcc)", study (B)(6). Initial report was received on 23-jul-2018 and additional information on 26-jul-2018: the reported event term was vomiting. With additional information the reported event term was changed to "infection from tumoral necrosis". At the time of the event onset the patient was (B)(6). The patient's medical history was significant for hepatocellular carcinoma, arterial hypertension, and biliary fistula (since (B)(6) 2017), all ongoing. Concomitant medication included amlodipine, 5 mg, oral and losartan, 150 mg, oral, both since 2016 for arterial hypertension, daivobet (betamethasone), 50 g, oral, for unknown indication, and paracetamol, unknown dosage, for pain prophylaxis. At the time of the event the patient had received sir-spheres microspheres only. Treatment with chemotherapy agent (nivolumab) was not yet started. Start date of sir-spheres microspheres (batch no mg410v05) was provided as (B)(6) 2018. On (B)(6) 2018, the patient presented with vomiting and fever and was hospitalised. The event was severe. During hospitalisation a tc scan was performed and analysed. The patient was treated with ondansetron, unknown dosage, intravenous, start date was provided as "(B)(6) 2018", ongoing. At the time of this report, the event was ongoing. The outcome was unknown. Reporter's comments: the investigator assessed the event as unlikely related to the sir-spheres microspheres (mapping procedure), as unlikely related to the sir-spheres microspheres (implant procedure), and as unlikely related to sir-spheres microspheres (medical device).

Manufacturer narrative:
The adverse events of infection and tumour necrosis (verbatim: infection from tumoral necrosis) were classified as serious since they required hospitalization of a 58-year old male patient four days after sir-spheres microspheres had been administered. The patient had not received nivolumab. Infection is expected for mapping and implant procedures and unexpected for sir-spheres microspheres, while tumour necrosis is unexpected for sir-spheres microspheres as well as related procedures. The temporal relationship is plausible for sir-spheres microspheres and related procedures. Sir-spheres microspheres induce cell damage via emitting beta radiation and spare the healthy liver parenchyma due to the minimal penetration depth of the beta radiation and targeted delivery of the sir-spheres microspheres into the tumour tissue. Besides by this radiation, tumour necrosis can also be promoted by ischemia following lodgement of the sir-spheres microspheres in the microvasculature. Thus, tumour necrosis can be attributed to the mode of action of sir-spheres microspheres. However, necrosis of distinct areas in untreated large tumours is also a well-known phenomenon due to imbalance of growth of tumour tissue and blood vessels, leading to insufficient blood supply resulting in cell death. Independently from aetiology, necrosis is associated with inflammation and necrotic tissue provides an excellent breeding ground for infections, thus sir-spheres microspheres might have also contributed to development of infection following tumour necrosis. Furthermore, infection can occur in context of the mapping and implant procedures during which a catheter is introduced, although this complication is considered very rare. The investigator assessed the events as unlikely related to sir-spheres microspheres and related procedures. Considering the mode of action of sir-spheres microspheres, the sponsor assesses both infection and tumour necrosis as possibly related to sir-spheres microspheres. Infection is also assessed as possibly related to the procedures, whereas the causality of tumour necrosis is assessed as unlikely for both mapping and implant procedure. With follow-up information received on 27-apr-2020 further information including results of diagnostic work-up was provided and the temporal relationship was amended to implausible based on the newly available information. It was clarified that tumour necrosis was evident prior to implantation and that the CT scan conducted 1 week after implantation showed normal changes secondary to the recent radioembolization and a needle aspiration of the liver conducted another 2 days later did not reveal evidence for an infection. It was also reported that no other cause for the events could be identified and that a CT scan conducted about 3.5 months prior to implantation showed multiple lesions with signs of necrosis and/ or infection. The investigator assessed the events as unlikely related to sir-spheres microspheres and procedures and based on the newly available information, the sponsor concurs and also assesses the events as unlikely related to sir-spheres microspheres and procedures.

Event description:
Based on the follow-up information received on 27-apr-2020 the incidents are not considered reportable anymore since they are now considered as not related to sir-spheres microspheres medical device and procedures. A serious adverse event report, (case number (B)(4)) was received from an investigator in spain regarding a male patient (patient no. (B)(6)) enrolled in "a multicenter, open-label, single-arm study of the safety and antitumoral efficacy of nivolumab after selective internal radiation therapy (sirt) using sir-spheres for the treatment of patients with hepatocellular carcinoma that are candidates for locoregional therapies (nasir-hcc)", study code (B)(6). Initial report was received on 23-jul-2018 and additional information on 26-jul-2018: the reported event term was vomiting. With additional information the reported event term was changed to "infection from tumoral necrosis". At the time of the event onset the patient was 58-year-old. The patient's medical history was significant for hepatocellular carcinoma, arterial hypertension, and biliary fistula (since (B)(6) 2017), all ongoing. Concomitant medication included amlodipine, 5 mg, oral and losartan, 150 mg, oral, both since 2016 for arterial hypertension, daivobet (betamethasone), 50 g, oral, for unknown indication, and paracetamol, unknown dosage, for pain prophylaxis. At the time of the event the patient had received sir-spheres microspheres only. Treatment with chemotherapy agent (nivolumab) was not yet started. Start date of sir-spheres microspheres (batch no mg410v05) was provided as (B)(6) 2018. On (B)(6) 2018, the patient presented with vomiting and fever and was hospitalised. The event was severe. During hospitalisation a tc scan was performed and analysed. The patient was treated with ondansetron, unknown dosage, intravenous, start date was provided as "(B)(6) 2018", ongoing. At the time of this report, the event was ongoing. The outcome was unknown. Follow-up information was received on 27-apr-2020: no other explanation for this sae could be given. The patient had no other underlying diseases and no pathogens were identified. The sae stop date was reported as (B)(6) 2018, the outcome remained "unknown". Further relevant laboratory tests on (B)(6) 2018 revealed a lymphocyte count of 0.2 x 10^3/ul, po2 of 14 mmhg, and creatinine of 1.33 mg/dl. A further CT scan on (B)(6) 2018 showed normal secondary changes due to recent transarterial radioembolization (tare) in all the masses and hepatic lesions. A fine needle aspiration of the liver on (B)(6) 2018 was negative for infection. Tumor necrosis was evident prior to treatment with sir-spheres microspheres. Multiple CT lesions of the liver were seen on (B)(6) 2018. An 8 cm lesion predominated in segment 6. All but one (3 cm in segment 5) had abundant gas inside due to necrosis and / or infection. There was also dilation of the bile duct that contained gas. An area of ischemia had appeared in segment 5 - considered as splenomegaly. The investigator concluded: "liver tumors with gas secondary to necrosis and / or infection." Reporter's comments: the investigator assessed the event as unlikely related to the sir-spheres microspheres (mapping procedure), as unlikely related to the sir-spheres microspheres (implant procedure), and as unlikely related to sir-spheres microspheres (medical device).